Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2013, the patient was hospitalized due to jejunal tube occlusion. The patient was given substitute treatment for several days. The jejunal tube was rinsed with cola and the occlusion disappeared. On (B)(6) 2013, the jejunal tube became occluded again but the nurse could no longer unclog the jejunal tube. The patient was given duodopa treatment through the peg tube. It was reported that there was no medical consequence to the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) jejunal tube occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.